Manufacturer narrative:
Philips service reinstalled os and application; reconnected cables; tested system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that flexvision display froze during examination; restarted system on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.